Event description:
It was reported that non-sustained lead noise due to post-paced t wave oversensing was observed via a merlin.net transmission. Patient was asymptomatic. Reprogramming was recommended. No further information is available.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.